Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he received a new battery cap but the insulin pump continued to alarm battery out limit and failed battery test after changing the battery. Customer's blood glucose level was 561 mg/dl. He corrected his blood glucose level with a manual injection of 20 units. His belt clip and holster broke. Customer was advised to discontinue use of the device and revert to a backup plan. The device was not returned.